Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a lead fracture. Other than the procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a product performance anomaly. Other than the procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.